Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for perforation of the ivc as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was received. Patient status was not provided. New information: it was reported through the litigation process that some time post filter deployment, it was alleged that the ivc filter perforated. The location of the perforation is unknown. There were no reported attempts made to retrieve the filter. The current status of the patient is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time, post filter deployment, it was alleged that the filter struts perforated through ivc wall by 2 mm. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient experienced pain in lower stomach area; however, the current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time, post filter deployment, it was alleged that the filter struts perforated through inferior vena cava wall. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient experienced pain in lower stomach area; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one-year post filter deployment computed tomography (CT) revealed that an inferior vena cava filter was in place at the level of l2-3. Eventually one year and eight months later, another computed tomography (CT) revealed that an inferior vena cava filter was in place. After two years and four months later, computed tomography (CT) revealed that there was an inferior vena cava filter located 1.0 cm below the renal veins. The orientation and location of the inferior vena cava filter appears within normal limits. Multiple struts of the inferior vena cava filter were exit the cava 4-6 cm. An anterior medial strut exit and contacted the anterior margin of the aorta without extension into the aortic wall or lumen. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc). Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time, post filter deployment, it was alleged that the filter struts perforated through inferior vena cava wall. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient experienced pain in lower stomach area; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately five years and one month of post deployment, computed tomography of abdomen without contrast was performed to evaluate the inferior vena cava filter, and result showed that there was an inferior vena cava filter located 1.0 cm below the renal veins. The orientation and location of the inferior vena cava filter appears within normal limits. No angulation. No strut fracture or bending. Multiple struts of the inferior vena cava filter were exit the cava 4-6 cm. An anterior medial strut exit and contacted the anterior margin of the aorta without extension into the aortic wall or lumen. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc). Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b6, b7, d10, g3, h6 (conclusion). H11: b2, h6 (method). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.